Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that on (B)(6) 2012 at 4:00 pm, the patient obtained a blood glucose reading of 47 mg/dl and he experienced the symptoms of shaking and stomach pain. The patient was treated with juice, and his subsequent blood glucose reading at 5:00 pm was 174 mg/dl. Earlier on this date, the patient had obtained blood glucose readings ranging from 84 mg/dl to 323 mg/dl. One week prior to this event, the patient had elevated blood glucose levels of 400 mg/dl to 600 mg/dl, and he experienced the symptoms of frequent urination, thirst and tested positive for ketones. The patient was treated with correcting boluses of insulin via the pump and also syringe injections. The patient did not seek any medical attention. Troubleshooting revealed the patient's technique was correct, there were no issues with the infusion site or infusion set and all pump programming and settings were correct. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient suffered blood glucose levels and symptoms suggesting both severe hypoglycemia and hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the black box data from the time of the reported incident is unavailable for review, as it has been overwritten due to continued pump use. A review of the available black box data and alarm history shows no errors or alarms associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.